Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. During a routine replacement of an implantable cardioverter defibrillator (not a cpi device) the rate sensing portion was accidentally nicked. A new rate sensing lead was implanted.